Event description:
It was reported that the right atrial lead exhibited noise resulting in reversion episodes. Programming changes were discussed, no intervention was reported. The patient was asymptomatic and stable throughout.